Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was not returned for investigation. The data log shows no abnormalities related to all 5s optical signal parameters. An impella position in aorta alarm was reported on (B)(6), without any major trends observed in the placement signal and motor current. The imc log was not provided for the review console's software version. The cause of the optical signal issue was most likely patient condition related to false positioning alarm. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted in a patient for circulatory support. The complainant reported that false placement signal low alarms and inaccurate aortic readings occurred. An echocardiogram indicated the impella was in perfect placement. The patient was successfully weaned from the pump and the device explanted. There was no reported harm or injury to the patient.